Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump programmed with missed bolus reminder alert and auto off alarm and all alarmed properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 412 mg/dl at the time of incident. The customer's blood glucose was 241 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the no delivery alarm was resolved after changing the infusion set. The insulin pump will be returned for analysis.